Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current electrograms (egm) resulting in less than bi ventricular pacing due to intrinsic coming through and not tracking atrium with bi-v pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.